Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the reported problem of difficulty attaching the disposable to the device was due to the cpc connector.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure set up, it was noted that it was difficult to attach the disposable to the device. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.